Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. After insertion of the steerable guide catheter (sgc) (lot:30907r1084) and removal of dilator and guidewire, the hemostatic valve was observed to not be sealed properly. A small amount of air entered the device but not the patient. Troubleshooting was performed but ultimately the sgc was replaced with another sgc (lot: 30907r1080). Xtw clip (30905r1090) was implanted in the a2-p2 position, with the aim of capturing the posterior leaflet prolapse. After the grasping there was a consequent partial reduction of the mr, but the clip was reopened and moved slightly more medial, with the intention of leaving some space for the subsequent implantation of a second lateral clip, due to the size of the prolapse to be treated. The clip was deployed. A few minutes after deployment, the clip was observed to be detached from the posterior leaflet (single leaflet device attachment (slda)) resulting in a return to severe mr. A second xtw (lot:30427r1014)) was then implanted to stabilize the slda. The procedure ended with mr grade 4+, and the additional clip facilitated in stabilization. After the procedure, the second xtw (lot: 30427r1014) detached from anterior leaflet in an slda, and mr was grade 4+.the cardiac surgery unit was contacted for consultation on the patient. No additional information was provided.